Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, into an existing surgical aortic non-medtronic valve, the mean gradient was 30-40mmhg. During the implant, the valve was implanted tav in sav at an implant depth of 6mm on the non-coronary cusp and 6mm on the left coronary cusp. Following the valve implant, the mean gradient was 50mmhg. There was no evidence of thrombus or leaflet thickening on the bioprosthetic valve. It was noted the blood flow rate was higher than prior to valve implant. In addition, there were no patient anatomical factors that could have contributed to the elevated gradient. No treatment was performed. No adverse patient effects were reported.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, into an existing surgical aortic non-medtronic valve, the mean gradient was 30-40mmhg. During the implant, the valve was implanted tav in sav at an implant depth of 6mm on the non-coronary cusp and 6mm on the left coronary cusp. Following the valve implant, the mean gradient was 50mmhg. There was no evidence of thrombus or leaflet thickening on the bioprosthetic valve. It was noted the blood flow rate was higher than prior to valve implant. In addition, there were no patient anatomical factors that could have contributed to the elevated gradient. No treatment was performed. No adverse patient effects were reported. Additional information was received that the patient was hospitalized approximately one year and nine months post-implant and subsequently treated with redo aortic valve replacement approximately one year and eleven months following the initial valve implant.

Manufacturer narrative:
Updated: b1, b2, b5, b7, d4, e1, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.